Event description:
Primary IV pump tubing beeping distal occlusion. Nurse disconnected lint to flush buff cap. Found that the luer lock could not be connected to buff cap port. Upon further inspection noticed that primary line tubing had broken off into the blue buff cap port.